Event description:
It has been reported that the syringe integra 3ml w/ndl 21x1-1/2 rb tw has been found experiencing needle retraction failure during use. The following has been provided by the initial reporter: 1) faulty retractable needle, only released 200 mg of medication instead of 300 mg it should have 2) retractable needle did not retract leaving medication in the syringe.

Manufacturer narrative:
H.6. Investigation summary: one sealed biohazard bag containing a used integra syringe was received. The sample was visually evaluated. The syringe was observed to have medication in its fluid path. The plunger rod¿s thumb rest was near the barrel shroud, and the stopper was observed to be at 0.2 ml marking with approximately 0.1ml of medication remaining. The cutter was exposed through the stopper and confirmed to have cut a hole through the needle hub. The needle hub was carefully unscrewed, and the needle was confirmed to have been retracted into the syringe. The medication was observed to be quite viscous. Based on the sample evaluation, no defects were observed with the returned device. It is possible the needle retraction mechanism was activated prematurely if too much pressure was applied during use near the end of administration of medication. Combined with the viscous nature of the medication, this could trigger the retraction activation. Unused samples would be required for testing to further investigate whether there are any manufacturing defects present with the retraction mechanism. No manufacturing defects were confirmed in the sample received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe integra 3ml w/ndl 21x1-1/2 rb tw has been found experiencing needle retraction failure during use. The following has been provided by the initial reporter: faulty retractable needle ¿ only released 200 mg of medication instead of 300 mg it should have. Retractable needle did not retract leaving medication in the syringe.